Event description:
It was reported that this pacemaker was part of the system revision due to infection and septicemia. No adverse patient effects were reported. The pacemaker remains in service. Due to the limited information received, further follow-up to obtain related details was not possible.